Event description:
The customer reported that the device failed to recognize the battery in the "b" battery well. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery in the "b" battery well. There was no report of patient involvement. The device was evaluated at the philips repair bench and the failure was verified. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.